Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted repeatedly during use. The user replaced the device immediately with standby equipment. No patient injury was reported.

Event description:
It was reported that the device restarted repeatedly during use. The user replaced the device immediately with standby equipment. No patient injury was reported.

Manufacturer narrative:
The affected device (manufactured in march 2019; not serviced by dräger) was analyzed by dräger technician. Based on the review of the error codes it could be verified that the device had performed a restart on the date of event due to an overaged and deeply discharged internal battery. The internal battery must be replaced every two years according to the service intervals. In addition it was found that the main switch is a third party component and the power supply has been replaced by third party with one produced in 2016. An overaged and deeply discharged internal battery will cause device restarts with device failure 40.2000 when in use with ac supply as the device periodically checks operation on internal battery for approximately 100ms. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.